Event description:
It was reported that on march 14, 2010, a transvenous pacing wire (ai-07155) was inserted through a 8.5fr cordis introducer (sb-09883-s). Cath-gard was placed over wire as per protocol prior to insertion. Difficulty encountered trying to tighten (lock) cath-gard onto psi & wire at both proximal & distal end. Locking mechanism on cath-gard did not tighten enough to secure to wire permitting cath-gard to slide along top of wire in & out of cordis introducer. Therefore, there is a potential to lose capture, or allow contamination of sterile part of wire at the top. To alleviate problem, tape was applied to sheath & wire at the top part. Not ideal as tape really not as secure. With the cath-gard, there is a tuohy-borst adapter that attaches at the end of the sheath. The cath-gard punctured the valve at the end of the sheath making it incompetent & allowing fluid entry into the cath-gard. It is unknown if there have been any delays in treatment, patient deaths or patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.